Event description:
During a remote follow-up, episodes of crosstalk were observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that right ventricular (rv) lead damage was alleged but was unable to be confirmed. The device was reprogrammed to resolve the event.